Event description:
It was reported that the patient was feeling stimulation in the left chest and no pain relief. It was noted that the spinal cord stimulation (scs) leads migrated which was confirmed with imaging. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively, and the leads remain implanted and in use.

Manufacturer narrative:
Correction to the initial MDR in block b5 and h6. Block b3: exact date unknown, event occurred in approximately right shortly after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Block d2b: pro code: qrb block b3: exact date unknown, event occurred in approximately right shortly after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5000964, UDI: (B)(4).

Event description:
It was reported that the leads migrated which was confirmed with imaging. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively and the leads remain implanted and in use.